Event description:
It was reported that the patient received two inappropriate shocks, and the patient presented to the emergency room. It was determined that the shocks were due to t-wave oversensing (twos), and that the device twos algorhythm failed to withold the shocks. The lead sensitivity was reprogrammed, and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device and lead were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - lfp high rate-ns = 207 ms average v-cycle on (B)(6) 2012 at 16:25:10. 1 - vf=200 ms average v-cycle on (B)(6) 2012 at 09:23:01.